Manufacturer narrative:
(B)(4). Mass tumor and lumbar sacral skin formation.

Event description:
It was reported that a patient received a combined anterior and posterior focus clearance for lumbar plus bone graft with internal fixation using a isola/vsp spinal fixation system on (B)(6) 2009. The patient had a follow-up CT scan on (B)(6) 2009 which showed no abnormalities. The patient returned to the hospital as an inpatient on (B)(6) 2012 due to prominent lumbar sacral skin and bilateral leg numbness after walking for 30 minutes. An x-ray was taken and showed that the bolt was broken at the lumbar. The physician performed a second surgery on (B)(6) 2012 to remove the device which the hospital attributes to the formation of a 63x60mm right psoas major muscle tumor complicated by the patient¿s body fracture. The patient was released from the hospital.